Event description:
This ra lead was implanted on (B)(6) 2008 and remains implanted at this time. A procedure form stated that this lead noted intermittent noise, stable impedances at present, high impedance noted with movement. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).